Event description:
A settings was reported, which led to a low blood glucose level in the 40s mg/dl range. The customer consumed carbohydrates to address the low blood glucose. No assistance from a third party was needed. Technical support helped the customer update the correction factor setting and advised checking in with their healthcare provider whenever settings are updated.